Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the device was inserted down the esophagus. The surgeon grasped the delivery tube through the gastrotomy; he felt no tension and continued to pull as normal. The surgeon realized the anvil was not attached to the delivery tube as they removed the tube. There were no sutures or white connection piece on the tube. The surgeon did not cut the suture to remove the anvil and was still in the patient¿s esophagus. When looking at the anvil, the white connection piece connecting the anvil, the suture and the delivery tube was fully intact. It looked like the material that was used to secure the white connection piece to the delivery tube was missing, allowing the anvil to disengage to the delivery tube under normal procedural steps. The anvil was successfully removed with the retrieval strings. The surgeon completed the procedure with a new anvil. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A retainer leg of the anvil was observed to be bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal from the tubing. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.